Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.:a partial synergy ous mr 3.50 x 28mm stent delivery system was returned for analysis. The distal portion of the device, including the stent section, tip section, balloon section and shaft polymer extrusion were not returned for analysis. The stent section was not returned for analysis. The balloon section was not returned for analysis. A visual and tactile examination of the hypotube found a hypotube break located 70cm distal to the distal strain relief. The shaft polymer extrusion section was not returned for analysis. The tip section was not returned for analysis. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 20feb2020. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.50 x 28mm synergy ii drug-eluting stent was advanced but could not cross the lesion due to hard calcification. The procedure was completed with a different device. There were no patient complications reported and the patient was good. However, returned device analysis revealed stent detach.